Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures the patient experienced dysphotopsia related to halos. In a follow up, the surgical coordinator reported the patient had an exchange of the lens. Glare was also reported as the patient reason for the lens exchange. There are two medical device reports associated with this event. This report is for the left eye. FDA MFR # 1119421-2014-00872 was previously submitted for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. An approved cartridge was used, unknown if an approved handpiece and visoelastic combination was used. No enough information was provided to conduct a review on the cartridge lot. There have been no other complaints reported in the lot number. Attempts have been made to obtain information by phone and fax. A completed questionnaire has not been received. (B)(4).